Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination of the iol showed that the lens had one haptic and a large fracture through the lens. The damage was consistent with an iol that has been explanted. Diopter verification was performed. The iol was intended to measure 21.0 diopters. Results showed a diopter power of 15.87. The surface fracture did not impact the ability to measure the lens diopter power. All the pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens model z9002 +21.0 serial number (B)(4) and experienced unexpected post-operative refraction of (+)3.25 diopters. The doctor stated that he believes that the lens was mislabeled. The patient had significant astigmatism preop. Physician was anticipating glasses post op. The actual date of observed unexpected post operative fraction was not provided. The patient was unhappy, but no explant has been scheduled. No further details were provided.

Manufacturer narrative:
Additional information was received stating that the complaint lens was explanted from the right eye in a secondary procedure on (B)(6) 2014. In addition, there was no incision enlargement, and no vitrectomy was performed. Patient was noted to have mild swelling post-operative day 1 which, per the surgeon, was normal after surgery and would subside. It was reported that the patient was doing well. No additional information was provided. The manufacturing record was reviewed in order to verify if there was labeling related issues. The bill of materials (bom), line clearance and product release checklists as all documentation generated during the clean, inspection, and insert (cii), first pack (fp) and boxing process were verified. No discrepancies were found in the documentation reviewed that could be related to a possible diopter mixup. The copy of the labels included in the production order (po) record was reviewed and were found with the correct diopter, lens model, serial number, and expiration date according to the print proof requirements. According to the po documentation reviewed, there was no discrepancies observed related to the line clearance, quantity reconciliation, or non-conformances (ncr) issues that could have led to a labeling, or possible mix up condition during the manufacturing process. The measurement results of the lens reported was reviewed. The results show that lens serial number corresponded to diopter 21.0 accordingly with the production order assigned in manufacturing. As a result, the silicone intraocular lens z9002 (tecnis cl) reported was released within the diopter specifications. A review of the process/material changes was done and did not show any change in process or material that were related to the complaint. No deviation was reported. The documents show that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) a review of production lots in the manufacturing environment indicated that one (1) production order for 16.0 diopter (d) lens had been produced in the general vicinity of the suspected lot of 21.0 d. As a precautionary measure, available lenses associated with the 16.0 d and 21.0 d production orders were placed on hold. Returned lenses from both lots are being evaluated upon receipt to further characterize the nature of the observed incorrect diopter power. The lens remains implanted at the time of submitting the MDR to FDA. The recall number has not been obtained at the time of sending the MDR to FDA. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
A review of the FDA website on march 5, 2014 indicated that the recall number is z-1123-2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.